Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 244 mg/dl within 10 minutes on the aviva system. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.